Manufacturer narrative:
(B)(4). Date sent: 06/22/2020. Date of event: only event year known: 2020. Additional information received: the rep has spoken with the surgeon. The device does not appear to be discontinuous in radiographic images. The patient has experienced a recurrence of the gerd symptoms and feels the device is no longer working. Linx implanted (B)(6) 2017 by dr. (B)(6). Patient told surgeon that everything was working and one day the device ¿broke¿ and his reflux came back. Surgeon performed additional egd and took chest x-ray and reported no abnormal findings. Recurring hiatal hernia is not reported at this time either. Per the surgeon, there is no evidence that the device has malfunctioned. Explant occurring (B)(6) 2020. Taking old device out and replacing with new one per surgeon. During the egd did the patient have a dilation done? If yes, did the patient¿s reflux resolve or improve? N/a. What is the product code for the linx device that is implanted? Lxmc15. What is the lot number? 13160. On what date did the implant take place? (B)(6) 2020. What is the management plan? Surgeon has discussed fully with patient and will explant on (B)(6) 2020. Patient requested that new device be implanted as he was fully happy with previous results. Was ph testing performed prior to explant to confirm recurrent reflux? No. After implant, was the device initially effective in controlling reflux? Initially, yes, the device worked properly. During explant, found small hiatal hernia. Repaired hh and implanted new device when did the recurrent reflux begin? A month or two ago. ¿four to eight weeks ago¿.

Event description:
It was reported that three years ago the patient had the linx implanted. The patient told the surgeon "the linx broke and he had reflux just before". The patient has had an egd, esophageal gram and a chest x-ray. There is no recurring hiatal hernia but confirms the reflux is present. There is no evidence of the device is broken as the patient described. There is no scheduled date for an explant of the device.

Manufacturer narrative:
(B)(4). Device analysis: the visual inspection of the device indicates that the device was received in three segments (9-bead, 5-bead, and 1-bead segments).  5-bead segment: score marks were observed on a clasp bead. The wire connected to the clasp bead had mechanical necking and score marks throughout the visible length of the wire. Furthermore, the wire connected to the adjacent bead was partially cut. Due to the nature of the damage (score marks, partially cut wire, etc.), it is probable that the observed findings are a result of an explant procedure. The visual analysis, excepting for the 5-bead segment, was consistent with an explanted device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. The link length and tensile force results were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.  The DHR for lot 13160 was reviewed. No ncs, defects, or reworks related to the product complaint were found.